Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD and 6996sq58 lead implanted: -(B)(6) 2015.

Event description:
It was reported that the patient's lead had high impedance on the superior vena cava (svc) portion of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: the full lead was returned and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.